Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine and compounded bupivacaine both with unknown dose and concentrations via an implantable pump for spinal pain. It was reported on (B)(6) 2018, the patient reported ongoing/persistent pain at the pump site and warmth to the touch at the site. Examination on (B)(6) 2018 revealed a pump pocket seroma and redness at the site. On (B)(6) 2018, medical or non-surgical therapy occurred where the fluid was drained/aspirated from the pump pocket site and sent to a laboratory for assessment/evaluation. On (B)(6) 2018, the patient was started on clindamycin and bactrim. The outcome of the event was noted as ongoing. The clinical diagnosis was pump pocket seroma and possible infection at the pump site. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The incision site/device tract was pump pocket. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
The information received on 2019-jan-25. Patient code added (B)(4) to reflect the information received on 2019-jan-25. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2019-jan-25. The issue was considered resolved without sequelae on (B)(6) 2018. However, it was noted on (B)(6) 2018 that redness and warmth to the touch persisted with tenderness. The hcp planned to reposition the pump. The pump was repositioned to more midline on (B)(6) 2019. The patient presented to the clinic on (B)(6) 2019 following a 7 day hospital stay following the revision. It was reported that the patient's pain was controlled and the site is clean and intact with no signs of infection. The outcome was considered resolved without sequelae as on (B)(6) 2019.

Manufacturer narrative:
Updated to reflect the drug information received on 2019-jan-10. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019. It was reported that at the time of the event the patient was receiving 0.5 mg of morphine at 0.09997 mg/day and 20 mg of bupivacaine at 3.99863 mg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reported the hospital stay was unrelated to the device or therapy.